Manufacturer narrative:
Date rec'd by MFR: 10jul2019. Date of this report:12jul2019. There was no patient involvement. The device was not in patient use at the time of the reported event. There is a relationship of the device to the reported problem. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. The service engineer (se) inspected the device. The se replaced the battery and the ventilator was returned to use.

Event description:
It was reported that the ventilators battery needs to be replaced. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified: estimate used.